Event description:
On january 27, 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
B5. Describe event or problem updated. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
A customer reported ongoing issues with inaccurate sensor readings from their glucose monitoring system. The troubleshooting process could not be completed as user stopped responding to the communications from customer care. However, a review of the dms confirmed that the system was working within expectations. The customer was advised to continue using the system and calibrating as requested.

Event description:
On january 27, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal. No injury or medical intervention was reported.